Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button was damaged. This may cause the power to turn off unit during the procedure. Thus, the investigation identified the root cause of the reported event to be power button failure.

Event description:
According to customer, the bravo recorder will not stay powered on. Customer calibrated the recorder and proceeded to wait 10 minutes after the capsule was placed to begin the study. The bravo recorder turned off and would not power back on. The bravo recorder was fully charged.